Event description:
It was reported by the clinician that the IV set was connected to the pt during surgery. During the procedure, the tubing disconnected from the female luer lock. As a result, the tubing was exchanged.

Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.